Event description:
The patient had a heart attack in 2000 and the paddle was used. The implantable neurostimulator (ins) stopped/quit working. The ins was eventually replaced in 2007. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2007, product type lead. (B)(4).